Event description:
New information noted that the asymptomatic patient was seen in clinic and the lead exhibited high impedance. The lead was successfully capped and replaced on (B)(6) 2014.

Event description:
New information noted that lead explant was attempted on (B)(6) 2014 but venous access could not be obtained due to the patients anatomy. The lead remained implanted and in use.

Event description:
It was reported that during routine follow-up, the patient complained feeling an odd sensation near the pacemakers site. A chest x-ray was performed and the lead appeared to be fractured. A decrease in capture threshold was also observed. The patient was given a holter monitor and seen again on 09/18/2014. Electrical values were normal but the patient still reported the odd sensation near the pacemaker site. As this could not be programmed around, the physician opted to refer the patient for lead replacement. A procedure date was not scheduled.